Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: during investigation, the available black box data shows no sign of prime or load malfunction . Investigation could not duplicate prime issue. The complaint regarding prime issue was reported on (B)(4) 2015 , the pump was in use until (B)(4) 2018 therefore all pump history has been overwritten for time of the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.